Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited migration, probably caused by the device being poorly sutured and it slid from the pocket of the patient to the breast. The device was sutured again in a different area of the pocket but it slid again and are waiting another pocket revision with a different provider. No additional adverse patient effects were reported. Product remains in service.